Event description:
It was reported that during the preparation of an ultrasound guided abscess drainage catheter placement, the length of trocar needle was allegedly longer than catheter. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 8fr navarre drainage catheter for evaluation. Visual, functional and dimensional testing were performed on the returned device. Three electronic photos were provided for review. An attempt to load the inner stylet into the cannula was performed. Resistance was felt. The inner stylet locked into place and the distal tip was expose at the distal end of the catheter. According to the manufacturing site evaluation, all dimensional measurements were confirmed to be in spec. Therefore, the investigation is unconfirmed for the reported defective component issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3 h11: b5, d4 (unique identifier (UDI) #), h6 (patient, method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided percutaneous abscess drainage catheter placement procedure, the length of trocar needle was allegedly found to be longer than the catheter too much. The procedure was completed by using another device. There was no reported patient injury.